Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic right retroperitoneal renal cystectomy, a piece of the active waveguide disengaged from the device and fel into the pt cavity the piece was successfully retrieved with no injury to the patient.